Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red skin irritation under the right breast from the device rubbing. The area was described as red, dime-sized, and starting to open. The patient's nurse applied an ointment to the area. During a follow up, the patient reported that the irritation had healed.